Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20aug2020.

Event description:
The customer reported that the device with low oxygen supply. There was no patient or user harm reported. The failure was identified during patient treatment, in use on a patient. The philips field service engineer (fse) confirmed the reported issue of low o2 supply and found a loose hose connection resulting in the oxygen leak. The fse tightened the diss connector and returned the unit back to service.